Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was having issues with sensor. Customer's blood glucose was 550 mg/dl. Troubleshooting was performed on sensor and customer was advised to remove sensor if alerts persisted. Customer declined troubleshooting for high blood glucose.